Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, scarring, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Physician reported a patient developed "acute necrosis", "necrosis and scarring", redness, and "injury" following injection with an unspecified juvéderm® dermal filler. Patient was treated with vasodilators and antibiotics to address the "acute necrosis" and with laser to reduce scarring. Patient was reported to be hospitalized. Although the location of the injections is unknown, patient is indicated to have received five injections. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01492 (allergan complaint # (B)(4)), MDR ID# 3005113652-2017-01493 (allergan complaint # (B)(4)), MDR ID# 3005113652-2017-01494 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2017-01495 (allergan complaint # (B)(4)).